Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient was on peritoneal dialysis and was experiencing abdominal pain and diarrhea. The reporter indicated that the patient and patient's healthcare provider (hcp) were requesting to have his device turned off to test if the implantable neurostimulator (ins) was causing the abdominal pain and diarrhea. Additional information received the following day indicated that there was no known cause of the event. The issue was not resolved and the patient was being referred to a gastroenterologist for consult. There were no interventions needed at that point. The patient's outcome was unknown at the time. It was further reported, approximately 11 months later, that the patient experienced no stimulation sensation within the two days prior to the report. The patient also experienced symptoms of abdominal cramping, bloating and diarrhea, as before the implant. The reported indicated that the patient had only been undergoing dialysis every other day for the last year and a half. Additional information received approximately 2 weeks later indicated that the patient received assistance from his hcp or medtronic representative and his concerns were resolved. An appointment date of (B)(6) 2013 was noted.

Event description:
Additional information received reported that the patient received assistance on (B)(6) 2013 and his concerns were resolved.